Event description:
It was reported the needle deployed early, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device was undeployed. Download data showed that the device was deactivated after completion of the first prime. No abnormities were found with the driving mechanism. The device worked as indented.d4 - lot # changed from l50203 to l45063. D4 : serial # changed from blank to (B)(6). D4 : expiration date changed from 12/24/2022 to 2/20/2021. D4 : unique identifier (UDI) # changed from (B)(4) to (B)(4). H4 : device mfg date changed from 6/24/2021 to 8/20/2019.